Event description:
It was reported that an ilet user experienced a ¿dosing stopped¿ alert with subsequent signal loss between the freestyle libre 3+ sensor and the ilet, followed by persistent hyperglycemia with fingerstick values up to approximately 389 mg/dl despite the pump displaying similar elevated readings; troubleshooting and education were completed, including sensor rescan, confirmatory fingersticks, supply change with inspection for leaks and air, insulin verification, and review of use behaviors. Symptoms included no reported clinical manifestations of hyperglycemia. Outcomes included no emergency treatment or hospitalization, with user-initiated activity and continued monitoring. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed that device communications were restored after rescan, the infusion set and cartridge were changed without evidence of hardware malfunction, and elevated glucose persisted likely related to user factors and ongoing corrections. It was concluded that the device functioned as designed and that the hyperglycemia was not attributed to a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.